Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iuniht abutment screw fractured in the patient's mouth. The fractured portion was removed from the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® titanium hexed screw (iuniht) was returned for investigation. A visual inspection of the as returned product identified that the screw was fractured at the threaded base. The hex portion of the screw contained debris and displayed signs of wear. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.